Manufacturer narrative:
The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges he was tilted in chair and went to recline and the back of the chair came completely off (completed detached).

Manufacturer narrative:
The tb3 seat only was returned. Unknown stress at the tb3 seat base/seat back interface caused the channels slots to warp and widen allowing it to pull through the channel slot.

Event description:
Alleges he was tilted in chair and went to recline and the back of the chair came completely off (completed detached).